Event description:
It was reported that the insulin pump sent multiple alarms including no delivery after the batteries were changed. The caller stated that the customer was having problems with high blood glucose and wanted to switch insulin pumps. The device that was sending the alarms was previously owned by the caller's friend. The caller did not provide the customer's exact blood glucose but stated that at the time of the phone call the customer's blood glucose was not high. The caller stated that the device was stored and not in use, without a battery, for an extended period of time. Troubleshooting was performed and the customer was advised that the device experienced an unexpected restart which was the cause of the multiple alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.